Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged causing loss of capture. The rv lead was repositioned successfully and continues to remain in service. There were no adverse patient effects reported.